Event description:
It was reported that a black speck was observed inside an unspecified tube line of a large volume infusor. The device was filled with 3275mg/230ml of fluorouracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 20 to november 21, 2023. H11: the actual device was received for evaluation. Visual inspection on the returned unit noted a dark brown particle, embedded in the material of the tubing line. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via a fourier transform infrared spectroscopy (ftir) test. Pvc and phthalate are the materials of the tubing line. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process. However, embedded particulate is unlikely to cause harm and does not impact the sterile pathway. Particulate outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.